Event description:
I was implanted with a medical device implant called essure in (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on or around (B)(6), 2011. This is a list of my side effects and symptoms that I have experienced due to essure. Uterine fibroids, uterine inflammation, endometriosis, weigh gain, swollen glands, ear ache, lack of menstrual cycle, unexplained fevers, swelling of legs and feet, migraine headaches, chronic pelvic pain, fatigue, interstitial cystitis, irritable bowel syndrome, night sweats, joint pain, nausea, painful periods, hip pain, severe bloating, back pain. I have been seen by six different doctors. I have been diagnosed with the following conditions; ibs, and ic. The device is still inside of me. (B)(4).